Manufacturer narrative:
(B)(4).

Event description:
This procedure was to extract a cardiac lead from the rv due to non-functioning of the lead. A spectranetics glidelight laser sheath was selected. During extraction there was a tear to the svc/ra junction. The injury was repaired and the patient survived the procedure. This report will be made against the glidelight laser sheath as a potential mechanism of injury.